Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced acute kidney injury approximately five days post pulsed field ablation procedure. The procedure consisted of pulmonary vein isolation with posterior wall isolation, totaling 60 applications and no postoperative fluid replacement was performed. The patient has a history of heart failure and mytraclipped. Preoperatively, the patients creatinine levels were also slightly elevated. Due to the acute kidney injury, the patient underwent dialysis and is showing improvement. Additionally, it was also reported that three days after the procedure, the patient experienced atrial fibrillation, which is expected to improve with direct current cardioversion. No further information is available. The farawave pulsed field ablation catheter is not expected to return as it was discarded by the facility. It was further reported that the patient was originally hospitalized for their history of heart failure and remained hospitalized due to kidney damage. As of (B)(6) 2025, the patient is not scheduled to be discharged until (B)(6) 2025, and the discharge date has not been determined. Attempts were made to get an update on (B)(6) 2025 however, it was not possible to visit the facility and a reply from the facility was requested but there was no response. The acute kidney injury was identified through blood test results. No further information is available. It was further reported that as of (B)(6) 2025, dialysis had not been performed. The primary reason was heart failure, but since the patient was still hospitalized and under observation, the possibility of requiring dialysis in the future could not be ruled out. An update on additional dialysis treatment for the patient will be provided as soon as it is confirmed. Additionally, contrast was not used during the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced acute kidney injury approximately five days post pulsed field ablation procedure. The procedure consisted of pulmonary vein isolation with posterior wall isolation, totaling 60 applications and no postoperative fluid replacement was performed. The patient has a history of heart failure and mytraclipped. Preoperatively, the patients creatinine levels were also slightly elevated. Due to the acute kidney injury, the patient underwent dialysis and is showing improvement. Additionally, it was also reported that three days after the procedure, the patient experienced atrial fibrillation, which is expected to improve with direct current cardioversion. No further information is available. The farawave pulsed field ablation catheter is not expected to return as it was discarded by the facility. It was further reported that the patient was originally hospitalized for their history of heart failure and remained hospitalized due to kidney damage. As of (B)(6) 2025, the patient is not scheduled to be discharged until (B)(6) 2025, and the discharge date has not been determined. Attempts were made to get an update on 07mar2025 however, it was not possible to visit the facility and a reply from the facility was requested but there was no response. The acute kidney injury was identified through blood test results. No further information is available.